Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate of 105 units after loading a cartridge with 300 units of insulin. The customer's blood glucose level was 166 mg/dl. The customer reported having insulin on board (iob) from a bolus available to address bg level. The customer was able to reload the cartridge successfully and receive an accurate fill estimate.